Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a remote transmission noting non-sustained rv oversensing episodes due to post-paced t-wave oversensing. Programming changes were not made at this time. The patient is stable.